Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and was also cycle charging extensively. The patient underwent a revision procedure wherein the ipg was replaced and lead extensions were added to relocate the ipg pocket site.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort and was also cycle charging extensively. The patient underwent a revision procedure wherein the ipg was replaced and lead extensions were added to relocate the ipg pocket site.